Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the navigation system were reviewed by medtronic personnel. The logs were unable to provide any additional insight into the reported issue. The evaluation concluded that the reported issue is suspected to have been caused by a hardware issue isolated to the video cabling, splitter, the analog output of the graphics card or the monitor.

Event description:
A medtronic representative reported that when setting up the digital intercommunication of medicine (dicom) query retrieve (q/r) portion of the software the navigation system became unresponsive. A soft reboot command did not work and the screen was displaying intermittently. Manually shutting down the system and rebooting resolved the issue. There was no patient present when this issue was identified. No additional information was provided.